Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device did not fully infuse and approximately 50% was left in the pump. The issue occurred during patient use. The device was filled with piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a1: patient identifier, b5, d1, d4, g4: PMA/510k #, h4, h6 (update codes), h11. B5: update "an unspecified elastomeric device" to "a large volume folfusor". The device contained 13500mg piperacillin/tazobactam in 230 ml total volume sodium chloride 0.9%. H4: the lot was manufactured between march 18-19, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device's bladder which suggests an under infusion may have occurred. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.